Event description:
The patient reported that she sought medical attention at the emergency room (ER) on (B)(6) 2025, due to her blood glucose level rising to 600 mg/dl. She felt nauseous and awful, prompting an ER visit that lasted about 3-3.5 hours. The treatment was insulin shots, and the medical professional performed blood work. After removing the pod, the patient noticed the cannula was bent. The patient successfully activated a new pod two hours after receiving medical attention and reported doing well. The pod was worn between 4 and 24 hours on the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.